Event description:
It was reported that the patient presented in clinic for a follow up with a right ventricular lead that was dislodged due to a patient fall. The lead also exhibited elevated thresholds. The lead was explanted and replaced. The patient was in stable condition.